Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was between 300 and 400 mg/dl, but had also fluctuated between 400 and 492 mg/dl. The customer reported symptoms of difficulty sleeping and extreme thirst. The customer treated with juice and the insulin pump. The customer reported that there was air in the reservoir and she thought that was the reason of her high blood glucose levels. The customer replaced the reservoir. The customer performed troubleshooting and did not find any problems with the insulin pump. The customer was unable to perform the high pressure test due to not having a tubing clamp. The customer changed the infusion set and was able to bolus. Nothing was replaced or returned.